Event description:
This female pt with a history of known, 3-vessel, coronary disease with previous pci (non-target vessel), previous CABG (2003), hypertension, hyperlipidemia, and diabetes was admitted for coronary intervention due to stable angina and a positive nuclear stress test. The pt was currently taking aspirin, ticlid, statins, ace inhibitors, and beta-blockers. Heparin was administered during the procedure; clotting times were not measured. Angiography revealed a de novo, 90%, 60mm, irregular, eccentric, heavily calcified, type c lesion in the proximal lad. The lesion was predilated with a 3.0 x 20mm balloon inflated to 14 atms. Three cypher select plus stents were implanted in the vessel in overlapping fashion: a 2.5 x 18mm deployed to 11 atms, a 2.5 x 33mm deployed to 16 atms, and a 3.5 x 23mm deployed to 16 atms. Satisfactory results were achieved; however, to ensure completed expansion, the 3.5 x 23mm stent was post dilated with a 3.5 x 9mm balloon inflated to 20 atms. There were no reported complications and the pt was discharged the following day on aspirin and plavix. At one-month and six month follow-ups, the pt reported angina. She was compliant with all medications as prescribed. No treatment was reported. Approx six months post procedure, the pt presented with acute coronary syndrome and was diagnosed with non q-wave, anterior wall mi. Cardiac enzymes were within normal limits upon admission. Upon admission, troponin-I was 2 times uln. Coronary angiogram revealed a 95% diffuse in-stent restenosis of the three stents implanted in the proximal lad. The pt was stratified to coronary bypass surgery (CABG). A mono-vessel bypass of the lad was performed without any complications.

Manufacturer narrative:
Event: the product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. In this case, the pt has a history of known, 3-vessel, coronary disease with previous pci (non-target vessel), previous CABG (2003), hypertension, hyperlipidemia, and diabetes. The lesion treated was a 90%, 60mm, irregular, eccentric, heavily calcified, type c lesion in the proximal lad. These factors put her at an increased risk of a major cardiac adverse event. In addition, the safety and effectiveness of the device have not been established in heavily calcified lesions not amenable to full expansion. There is no evidence to suggest that this event is related to a mfg issue or device defect. There are pt, vessel, lesion, and procedural factors that may have contributed to this reported event of restenosis. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01884, 9616099-2008-01888 and 9616099-2008-01889.